Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 1 had failed and could not be recovered. The latch continually clicked, sometimes opening while the system did not recognize it as open, and at other times failing to open during recovery attempts. The issue was repetitive even after restarting the device. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 1 had failed. A field service engineer (fse) replaced the latch to door 1 of the tower and verified the performance in the hardware test application. The system functioned as intended after field service engineer repaired the device.